Event description:
It was reported that (1) 5120n device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the inner seal of the 5120n tore and leaked pneumo. They put a 1seal reducer cap on to finish the case. There was no consequence to the pt.